Event description:
It was reported that the blue cable looks like there has been damage. They have reported interruptions in the procedure. The biopsy procedures were completed. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.